Manufacturer narrative:
Batch review performed on 23-may-2018. Lot 144215: (B)(4) items manufactured and released on 03-june-2015. Expiration date: 2020-05-03 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event. On may 8, 2018 the washing and packaging manager performed a visual inspection of the retrieved packaging and commented as follows: it can be confirmed that the packaging is compromised, the rod perforated the peel pouch, probably during transportation or storage. Considering the rod design and length, it can be involved in packaging breakage. The most probable root cause is due to the interaction of the following factors: the material of the pouch, opa/pe, the folding of the pouch, handling damage during packaging and/or sterilization. The packaging configuration has been validated for shipping under normal operating conditions. After the previous cases received, project was opened to create a more resistant packaging configuration, inserting two plug at the rod extremities composed as follow: 1 in tpu on the rod tips; 1 mousse plug on the tpu plugs; furthermore the opa/pe pouches was substituted with a more resistant polyethylene sachet.

Event description:
The packaging was broken with the tip of the rod out of the double pack. The external box was perfect. No delay due to this issue; a backup implant was available.

Manufacturer narrative:
On 27 july 2018 other 3 packaging rods involved in the case were received. The visual inspection performed on 8 may 2018 is confirmed.